Manufacturer narrative:
Failure analysis revealed the insulin pump was received with operating currents within specifications. The device passed the self test, error test and displacement test. However, the unit alarmed motor error during basic occlusion test due to a force sensor damaged by moisture. The motor was found with corrosion during a visual inspection. Unable to test the motor due to the motor anomaly. The unit was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, reservoir tube and lip, cracked battery tube threads, and minor scratched lcd window.

Event description:
It was reported that customer's mother called stating customer was hospitalized for four hours due to blood glucose 30 mg/dl. She stated that customer's blood glucose was fluctuating and she was dehydrated. No troubleshooting was done as customer did not have her insulin pump while at the hospital. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.